Manufacturer narrative:
Investigation pending.

Event description:
Hip revision performed on (B)(6) 2012, due to metallosis related to the metal-on-metal articulation (head and acetabular cup from another company). Original date of surgery was (B)(6) 2011.